Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had blank display. The customer stated that their insulin pump just stopped working in the night, because customer went deep in water with insulin pump and it was not turned on. Insulin pump had exposed to moisture. Auto mode feature was unknown. No harm requiring medical intervention was reported. The device will be returned for analysis.